Event description:
The customer reported system made a pop sound. Customer rebooted and completed case on low dose over the next 3 hours. No patient harmed. Small delay of case. Also, it was reported that the system crashed.

Manufacturer narrative:
The ge service rep could not duplicate the problem. Found overload fault in gen error log. 225 volt batteries check good. Ran filament calibration with no errors.